Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reza0319 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reza0319) have been reported from the same australia facility. Device not returned, at this time.

Event description:
It was reported that the cuff didn't come out with the cvc line when removed. A separate incision was made above the cuff to retrieve it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached tissue ingrowth cuff was confirmed; however, the precise cause was undetermined. The product returned for evaluation was one 5fr d/l power line chronic catheter. Usage residues were abundant throughout the sample. The catheter terminated at the 26cm depth marking. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. The tissue ingrowth cuff was received detached from the catheter. Biological residue was evident throughout the cuff. Adhesive residue was evident on the catheter surface in the region previously occupied by the cuff. Microscopic inspection of the catheter between the 3cm and 4cm depth markings confirmed the presence of adhesive residue. The adhesive residue suggested that the cuff was initially adhered to the catheter tubing in the appropriate location. The tensile weakness and event description suggested that the traction method was used to remove the device. The product IFU provides the following guidelines regarding device removal ¿surgical removal may be necessary to prevent breaking of the catheter if the catheter does not dislodge easily with traction¿ ¿if the cuff remains in the subcutaneous tissue, dissect it out through a small incision utilizing local anesthesia.¿ additional unidentified factors may have contributed to the observed detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.